Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 930am, the patient¿s cgm was reading 138 mg/dl and the patient ¿felt fine¿ at this time. Around 1230pm the same day, the patient was sweating and noticed his cgm wearable had failed and he had not been receiving any cgm values the patient got up to change his sensor and to test his bg meter reading but he passed out. The patient¿s brother found him and called emergency medical services (ems). Ems transported the patient to the emergency room (ER) and once there, the patient¿s bg meter reading was 11 mg/dl and the patient was treated with (2) glucose ivs. The patient regained consciousness around 4pm. The patient was admitted to the hospital overnight for monitoring. At one point, the patient¿s bg meter reading had increased to 269 mg/dl. The patient also had a CT scan done as the medical staff wanted to rule out a stroke because it was noted it may have been 2 hours that the patient was unconscious prior to the patient¿s brother finding him. The CT scan results were ¿normal and fine¿. The patient was discharged after being in the hospital for less than 24 hours. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.